Event description:
It was reported during generator change out that the right ventricular lead could not be inserted into the new device header. The lead was capped on 25 mar 2024 and successfully replaced.

Event description:
Additional information received notes that the patient was stable following lead revision.

Manufacturer narrative:
Correction: updating b5.